Event description:
It was reported that while performing telemetry, the pump went into safe state. Telemetry confirmed that a critical alarm was occurring - pump in safe state. It was noted in the event logs that a reset - low battery had occurred on (B) (6) 2010. Eri indicated one month; the last session report (date not reported) indicated eri 37 months. No pt symptoms were reported. The pump was used to deliver morphine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).